Event description:
The hospital reported that during a coronary artery bypass procedure, the (B)(4) seal came out of the device too easily, i.e., it fell out of the device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returned.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).